Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate diagnosis of atrial fibrillation (af) was observed via merlin.net transmission. The device had a new software installed. The alerts for atrial tachycardia (at) and af episodes was programmed off in merlin.net. The patient was stable.